Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained for three quality control fluids processed on a vitros eciq immunodiagnostic system. The investigation determined the most likely assignable cause was user error. While loading vitros reagent packs into the reagent supply, the operator was manually identifying reagent packs and miss-identified a different vitros reagent pack as tsh. There was no malfunction of the vitros eciq system or tsh reagent pack.

Event description:
The customer observed lower than expected vitros tsh quality control results from a vitros eciq immunodiagnostic system. The following vitros tsh results were obtained from three different quality control fluids. Control level 1; <0.015 vs. 0.725 miu/ml, control level 2; 0.026 vs. 5.8 miu/ml and control 3; 0.045 vs. 27.3 miu/ml. No patient sample results were affected as the issue was detected and no patient samples were tested. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred with patient samples undetected. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).